Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as it decreased from 34% to 16% over the course of one and a half month. There is no evidence to suggest a request was made to have data from this device analyzed. The device was explanted and replaced. No additional adverse patient effects were reported. There is no indication of product return. Further information was requested.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as it decreased from 34% to 16% over the course of one and a half month. There is no evidence to suggest a request was made to have data from this device analyzed. The device was explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis. Boston scientific has made three attempts to retrieve the device, however; no response was received, the device is not expected to be returned.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as it decreased from 34% to 16% over the course of one and a half month. There is no evidence to suggest a request was made to have data from this device analyzed. The device was explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis.